Manufacturer narrative:
Date of event: event date is estimated.

Event description:
It was reported that patient experienced ineffective stimulation due to lead migration. High impedances were noted. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.